Manufacturer narrative:
(B)(4). The suspect device/component is still under investigation. Therefore, no definitive root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that vela comp d experienced an issue with touch screen not responding. There was no patient involve associated with the reported issue.